Event description:
It was reported that the bag of an intravia empty container was observed particulate matter. This was noted during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The solution was filtered out of the device and no particulate matter was observed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The device has been received for evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.